Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels that ranged from 40-100 mg/dl; cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg. A pump data log was performed, and it was determined that the pump was delivering and terminating insulin deliveries as intended. Recommendation was made to discuss diabetes management with a health care professional.